Manufacturer narrative:
Evaluation summary: one sample of device was returned for evaluation. The stylet wire was replaced and the returned sample was inflated without issue. The bronchial cuff was fully deflated but the tracheal failed to fully deflate. The returned sample was re inflated and both cuffs inflated without issue. Visual examination of the returned sample shows the shape of the tubing has been altered. The most probable root cause is the tracheal cuff was stretched over the tracheal cuff notch during the deflation stage of the process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff would not deflate or air would not come out. There was no patient involvement.